Event description:
There was an allegation of questionable albumin bcp results from the cobas pure c 303 analytical unit that did not match the clinical picture. For multiple patient samples, the albumin results were low, but the total protein results were normal without any specific diagnosis related to low albumin results. Two representative examples: example 1: on (B)(6) 2025, the albumin result was 33.80 g/l and the total protein result was 69.9 g/l. Example 2: on (B)(6) 2025, the albumin result was 37.3 g/l and the total protein result was 75.1 g/l. The samples were repeated on another cobas c303 and a cobas c503 analyzers, and the results were identical. The samples were repeated using the "alb-g" assay, and the results were slightly higher but still low. No specific data was provided.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Based on the data and information provided, a general reagent or hardware related issue was unlikely. Per product labeling for the albumin bcp assay: negative bias of approximately 10 % has been observed on samples from patients undergoing hemodialysis. The investigation determined that the event was consistent with issues with the specific patient samples. There was no indication of a device malfunction.